Event description:
It was reported that the patient presented in clinic experiencing lightheadedness. The right ventricular lead exhibited noise. The ventricular sensitivity setting was increased and afterwards, the patient felt fine. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.